Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g crusted battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report batteries exploded inside the battery compartment of the purely yours ultra breast pump while she was pumping on the morning of (B)(6) 2015. She states hearing a loud popping sound from the battery compartment, stopped pumping and opened the compartment door finding black fluid leaking from the batteries. Customer used her hands to remove the batteries and black fluid got on her hands and a few drops on her clothing. Customer washed her hands and pants of the black fluid. She reports no injury, burn or property damage.